Event description:
It was reported to dräger that a leak of the humidifier occurred and that the operators decided to replace the device. There was no patient data in the user facility report but dräger cannot exclude that the observation was made during use and led to delay in therapy - thus, this report is filed in abundance of caution.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization in any follow-up measures; a third-party service provider was involved to check the device and repair it. Dräger has contacted the hospital to obtain additional information but it was responded that no further details can be provided. This does not allow a case-specific evaluation; only a general assessement can be made. A leak from the humidifier will be obvious for the user due to the water spill. The device will post an alarm if the set humidity level cannot be maintained for whatever reason. A reliable conclusion in regard to the root cause for the leak cannot be made. However, dräger has received similar events in the past of which the evaluation had revealed that no de-ionized water was used as recommended which has finally led to malfunction of the humidifier. It would be imaginable that the same explanation applies here as well. H3 other text : device was not available.